Event description:
It was reported to philips the blower stalled. This event was reported to have occurred outside of clinical use. There was no patient impact noted. The customer requested bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gas delivery system (gds) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.